Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device reached explant indicator. The patient had no ambulatory shocks for the last twelve years. The physician had defibrillation threshold (dft) test challenges at initial implant. Boston scientific technical services (ts) discussed regarding device high energy charge time and therapy availability at explant with at least ninety days. This crt-d device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device reached explant indicator. The patient had no ambulatory shocks for the last twelve years. The physician had defibrillation threshold (dft) test challenges at initial implant. Boston scientific technical services (ts) discussed regarding device high energy charge time and therapy availability at explant with at least ninety days. This crt-d device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Device meets specifications and longevity. Patient code 3191 captures the reportable event of surgery.